Event description:
An obvious decline in the patient's auditory performance was noticed on (B)(6) 2015. A head trauma was denied. The patient was reimplanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
An obvious decline in the patient's auditory performance was noticed on (B)(6) 2015. A head trauma was denied. Problems of external devices were excluded. The patient was reimplanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device was explanted and returned to med-el headquarters, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.